Manufacturer narrative:
(B)(4). Estimated date of event. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss however the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. As the name of the physician was not provided it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.